Event description:
I underwent a medtronic venaseal closure procedure in 2021 and 2002. I was told my body would absorb the glue. Medtronic later contacted me directly and confirmed the glue remains permanently in the body as an implant - a fact I was never informed of. Since the procedure, I've suffered from systemic inflammation, often have trouble breathing, blood clots, tachycardia, major hair loss, major chronic rashes, and circulation issues. I have become allergic to nearly everything. I had to undergo surgical removal of my great saphenous veins (including a rare dual vein I was never informed of) and now live with permanent damage and major depression. I've lost my health, my business, and my quality of life. This was not informed consent, and I am reporting this for accountability and patient protection. I wasn't allergic to anything prior to this procedure and had great quality of life. I developed what is being recorded online as chair - a delayed hypersensitivity to the venaseal. Even upon removal for my rare dual great saphenous veins, my immune system is still attacking itself. I had to advocate for myself for three years before convincing my doctor that it was the venaseal my body was reacting to. I had seen countless doctors and it was later discovered that my body did not absord the glue and after having a patch test done, it was confirmed that my body developed an allergy to it. Don't smoke, drink on occasion, very healthy - eat healthy, exercise regularly.